Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) went "completely blank" while being used. The biomedical engineer (be) indicated that the epg had been running approximately 16 hours with no anomalies. It was unknown if the epg was connected to a patient at the time of the issue. The epg will be returned for service. No patient complications have been reported as a result of this event.